Event description:
My son had a vagus nerve stimulator implanted to help control his seizures. Over the years he had it, his seizures continued to happen more frequently. Every time he saw the doctor, he would turn it up a little, but his seizures became more frequent, never less. When the batteries were about to go dead and the doctor wanted to change them, my son and I decided to just let them die, since it never seemed to do any good anyway. After they went dead, there was an immediate and significant decrease in the frequency of his seizures. Clearly the vns had been making his condition worse the entire time he had it.